Event description:
It was reported that the user was priming the extension tubing attached to 60 ml syringe for a blood transfusion when the user noticed that the tubing leaked at the hub when the cap was in place. The customer stated that "the tubing failure seems like it was if the area was not glued a space noted between the distal end tubing and spin collar where the leak occurred". It was later reported and confirmed by the rn that it was a user issue as the cap was left in place during the prime. When priming the tubing without the cap there was no leak noticed. The customer confirmed that there was no patient involvement. The event occurred in the nicu.

Manufacturer narrative:
No product will be returned per customer. The customer¿s report of a "leak" with the cap in place was confirmed by the customer-provided photo. The customer¿s report of a "leak" with the cap in place was confirmed. However, the perceived "leak" is an overflow of the liquid as it exits the male luer and (over)fills the cap. The root cause of this failure was not identified. Entity changed from memorial city hospital mhhs to children¿s memorial hermann hospital.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the user was priming the line for a blood transfusion and noticed that tubing disconnects at the spin collar and leaked. The customer stated ¿as if the area was not glued."